Event description:
It was reported that following a magnetic resonance imaging (MRI) procedure, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) had not been programmed to MRI-mode. The physician later noted that the s-ICD was unable to be interrogated and no magnet response was observed. The patient was hospitalized and this device was explanted and replaced to resolve the event. This s-ICD is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that following a magnetic resonance imaging (MRI) procedure, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) had not been programmed to MRI-mode. The physician later noted that the s-ICD was unable to be interrogated and no magnet response was observed. The patient was hospitalized pending a revision procedure, but this has not yet occurred. At this time, the device remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that following a magnetic resonance imaging (MRI) procedure, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) had not been programmed to MRI-mode. The physician later noted that the s-ICD was unable to be interrogated and no magnet response was observed. The patient was hospitalized and this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. It was indicated that a patient consent signature for analysis was not received due to their mental health status, and thus this device was retained by the healthcare facility and will not be returned.